Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer did not consume enough food for the intended amount of bolus delivery. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.